Manufacturer narrative:
(B)(4). Occupation: other, senior counsel, litigation. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused deep vein thrombosis (dvt), caval stenosis, caval thrombosis, ivc perforation, and filter tilt. The indication for the filter placement was prophylaxis for pulmonary emboli. The filter was placed via the right groin and deployed in the infrarenal area at the level of l3-l4. The filter was placed in a good therapeutic position and not there were no adverse reactions or complications. Information received on the patient profile form states that the patient experienced perforation of filter struts outside the inferior vena cava, tilting of the filter, stenosis, blood clots, clotting and/or occlusion of the inferior vena cava. The patient became aware of the reported events seven years after the index procedure. The patient reported that on the day the device was implanted they began to experience pain on the right side of their upper thigh and stomach. The patient continues to experience pain in their stomach, thigh and chest. It feels like "needles sticking." There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusive thrombosis, occlusion or stenosis within the filter and/or the vasculature do not represent a device malfunction. Ivc filters are not indicated for use in the prevention of dvt. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Due to the nature of the complaint the pain reported by the patient could not be further clarified. Stomach thigh and chest pain do not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided the reported event(s) could not be confirmed or further clarified nor a determination as to the caused be established. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: dvt, caval stenosis, caval thrombosis, ivc perforation, tilt. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Information received per the medical records indicate that the patient had the filter implanted prophylactically for pulmonary emboli. The filter was deployed via the patient's right groin. It was placed in the infrarenal area at the l3-l4 level. The filter was placed in a good therapeutic position and not there were no adverse reactions or complications.   Information received per the patient profile form (ppf) states that the patient experienced perforation of filter struts outside the inferior vena cava, tilting of the filter, stenosis, blood clots, clotting and/or occlusion of the inferior vena cava. The patient became aware of the reported events seven years after the index procedure. The patient reported that on the day the device was implanted they began to experience pain on the right side of their upper thigh and stomach. The patient continues to experience pain in their stomach, thigh and chest. It feels like "nettles sticking."